Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the trocar of the device did not detach easily, and also broke easily. There was no reported injury or adverse event. Additional information has been requested, but not yet received.